Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. UDI (di): (B)(4).

Event description:
It was reported that lead dislodgement, loss of capture and high pacing lead impedance were observed. The lead was explanted and replaced without consequence. The patient condition is good.